Event description:
The hip component was found to be loosened when implanted, despite the well-fixed broaching of the same size of the implant confirmed prior to it. Based on the doctor's decision, it was implanted into the pt.